Event description:
Consumer reported mobility, pain & bleeding concerns. The consumer also reported peri-implantitis, primary stability was achieved & the implant did achieve osseointegration.

Manufacturer narrative:
Consumer reported concerns with mobility, pain & bleeding. Consumer also reported peri-implantitis. The consumer als reported that the implant did achieve primary stability & also osseointegration 1 to 5 years after post restoration.